Event description:
Caller reported cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Cts provided information for a complete pump reset and guided the caller through the process, after which the cgm error code did not reappear. The caller successfully started a new sensor session.